Manufacturer narrative:
Outcomes attributed to adverse event; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Manufacturer narrative:
If follow-up, what type ; corrected data ; supplemental MDR #2 inadvertently did not mark follow up type as correction.

Event description:
Analysis for the return lead was completed. Kinks and tubing punctures were identified along the lead. Based on the appearance of the returned lead portions, it is believed that the identified kinks and outer tubing puncture opening were most likely caused during the explant procedure. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Analysis was completed for the returned generator. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional or relevant information has been received to date.

Event description:
The explanted lead and generator were received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns generator was explanted due to the chest incision not healing properly. It was reported that the incision did not heal properly due to the patient and other at the group home picking at the incision. The explanted device has not been received by the manufacturer to date. No additional or relevant information has been received to date.